Event description:
A surgeon submitted patient data for the centurion program. During an in-house review, it was noted that this patient experienced a decrease of 3 lines or bcva in the left eye at the 6-month post-operative visit. Patient records were provided and indicated this patient had cataracts, prior to the initial lasik surgery.

Event description:
Additional pt records were received and reviewed. This pt's ucva decreased one line from the prior exam, however pre-op ucva has not been provided. Two weeks ago, the surgeon indicated that the laser was operating just fine' on the day of this pt's surgery and that everyone else treated that day had good results. This pt was corrected to 20/25 or close to 20/20 per the surgeon.